Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per csr, dealer states top left corner of the back upholstery is ripped.